Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station treatment was having many issues with the keyboard not working. Customer stated that keyboard started working temporarily after a reboot but then failed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users had reported the keyboard was failing intermittently. The keyboard would function temporarily after a reboot but would fail again. The field service engineer (fse) observed that the keyboard was not functioning upon arrival and installed a temporary replacement keyboard while awaiting delivery of a new keyboard. All keys were tested and confirmed to be functioning, with input verified on screen. It was noted that there had been delays in medication dispensing on the original service order due to the need to reboot the machine for temporary keyboard functionality; however, no patient harm or safety events were reported. Once the new keyboard was received, the fse replaced the temporary keyboard, replaced the battery, and tested all keys. Keyboard diagnostic testing was performed and passed, confirming normal operation. The system functioned as intended after field service engineer repaired the device.